Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation and lead had migrated. The issue was confirmed via x-rays. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that stimulation therapy was restored post-operatively.